Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the insulin gauge was inaccurate. Customer changed the cartridge and infusion set multiple times. Customer could not recall blood glucose level; however, reported it to be within range. Customer continued to use pump for insulin therapy.